Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery following a surgeon error the robot arm collided with the plastic case covers causing a shutdown of the system.

Manufacturer narrative:
The investigation was performed on surgery data log file and a review of the instruction for use was made. This indicated that the device worked as intended. The root cause is a user error, who did not follow the instruction for use.